Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following additional information, however no further details received to date: please provide photos. Initial procedure date. Type of hip surgery? What date did the reaction occur post op? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please indicate any medical or surgical interventions performed. What post op date did the reaction occur? Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an hip surgery on an unknown date and topical skin adhesive was used. The patient returned, two weeks post operatively, complaining of skin rash and blisters along the incision line. The doctor prescribed antibiotics and the patient has fully healed. No product to be returned. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Sent to the FDA: 09/4/2019. The following additional information was received: what date did the reaction occur post op?: (B)(6) 2019. How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)?: product removed. If so, please clarify. Please indicate any medical or surgical interventions performed: traditional suturing for the wound closure. Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use?: subcuticular suturing and clean wound for the application. Was a dressing placed over the incision? If so, what type of cover dressing used?: na. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?: no. Is the patient hypersensitive to pressure sensitive adhesives?: no. Were any patch or sensitivity tests performed?: na. Do you have the product code and lot number involved: crl222. What is the physicians opinion of the contributing factors to the reaction?: na. Is the product or representative sample (product from the same lot number) available for evaluation?: no it was from the shelf. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no history for the allergy. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?: didn¿t used on the patient.